Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts. The wall adaptor and cable were confirmed to be operational. The customer's blood glucose level was 162 mg/dl. After troubleshooting with tandem technical support, the customer stated that the battery issue "had been fixed".

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.